Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an ins put in their left leg in 2005 and it did not work. The patient said the surgeon removed the ins, but left the wires in. The battery was changed out on (B)(6) 2019. No further complications were reported.